Event description:
It was reported that the customer was experiencing sensor issues. Customer stated that she had sensor error. Troubleshooting was done. The insulin pump went to threshold suspend. It was found in the alarm history that the insulin pump alarmed low predictive, calibration error and blood glucose now. The insulin pump went to threshold suspend and sensor reading was 60 mg/dl and blood glucose was 170 mg/dl. Customer mentioned sensor was not sticking, blood at site and bent cannula. Customer declined to do troubleshooting for threshold suspend, blood at site and bent cannula. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.